Event description:
It was reported the pump had a confirmed motor stall following an MRI procedure. The motor stall was confirmed in the event logs. No motor stall recovery had been noted 45 minutes after the MRI procedure. Additional information received indicated the device restarted at some point while the patient was still on site for the refill. The patient suffered no adverse reactions to the motor stall.

Manufacturer narrative:
The device is included in the medical device safety alert, important information on potential MRI effects physician communication.